Event description:
It was reported that the patient had inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7071868 / 7071927.